Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported that immediately after injection in the cheeks with juvéderm voluma® xc, they started experiencing product "felt like it was moving on the right cheek." Approximately two months later, the patient developed inflammation "around the right eye" and was treated with prednisone and hyaluronidase. Approximately 4 months later, the patient developed an "infection on the right cheek causing a scar," and was treated with clarithromycin. Healthcare professional provided clarification of the event, stating that after injection in the cheeks with juvéderm voluma® xc, and concomitantly with botox®, patient experienced migration, redness, swelling and induration. Patient was treated with keflex, prednisone, hyaluronidase and biaxin. Patient was taking vitamins and armourthyroid concomitantly. Healthcare professional stated "the redness and swelling improved and then worsened several times, would almost but never totally resolve." Further follow-up with the healthcare professional revealed that the patient had been treated with additional hyaluronidase. Healthcare professional also confirmed that there was no scarring as originally reported by the patient, but rather an indentation due to the inflammation/infection. The indendation is scheduled to be corrected with a fat transfer. Symptoms have "almost resolved." Further follow-up with the healthcare professional revealed the following information: healthcare professional noted ¿we are still working on smoothing out an area of atrophy win the right cheek and some other areas trying to smooth out with hyaluronidase and sculptra.¿

Event description:
Further follow-up with the healthcare professional revealed the following information: patient's symptoms resolved approximately two years after onset, with "some residual atrophy at site of injection."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, inflammation, induration and atrophy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that immediately after injection in the cheeks with juvéderm voluma® xc, they started experiencing product "felt like it was moving on the right cheek." Approximately two months later, the patient developed inflammation "around the right eye" and was treated with prednisone and hyaluronidase. Approximately 4 months later, the patient developed an "infection on the right cheek causing a scar," and was treated with clarithromycin. Healthcare professional provided clarification of the event, stating that after injection in the cheeks with juvéderm voluma® xc, and concomitantly with botox®, patient experienced migration, redness, swelling and induration. Patient was treated with keflex, prednisone, hyaluronidase and biaxin. Patient was taking vitamins and armourthyroid concomitantly. Healthcare professional stated "the redness and swelling improved and then worsened several times, would almost but never totally resolve." Further follow-up with the healthcare professional revealed that the patient had been treated with additional hyaluronidase. Healthcare professional also confirmed that there was no scarring as originally reported by the patient, but rather an indentation due to the inflammation/infection. The indendation is scheduled to be corrected with a fat transfer. Symptoms have "almost resolved." Further follow-up with the healthcare professional revealed the following information: healthcare professional noted ¿we are still working on smoothing out an area of atrophy win the right cheek and some other areas trying to smooth out with hyaluronidase and sculptra.¿